Event description:
It was reported that the external pulse generator's (epg) atrial and ventricular sensitivities had decreased from previous settings, while connected to a patient. The epg was returned for repair. There were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator's atrial and ventricular sensitivities had decreased from previous settings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4) analysis could not confirm the reported event. The lcd (liquid crystal display) contrast was found to be low.

Event description:
It was reported that the external pulse generator's (epg) atrial and ventricular sensitivities had decreased from previous settings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.